Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they have a high blood glucose level. The blood glucose at the time of the incident was 414 mg/dl and the current blood glucose is 340 mg/dl. Troubleshooting was not completed because the customer declined to check for possible site and insulin issues. The device was returned for analysis.

Manufacturer narrative:
He insulin pump was received with intermittent button response due to flattened all button dome switch no crease. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime test and excessive no delivery test or verify down load and meter anomaly due to buttons not responding. Device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.